Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the probe actuation failed during the surgery. The condition of aspiration is unknown. The product was replaced and procedure was completed without harm to the patient. Additional information has been requested.

Manufacturer narrative:
A review of the related device history records for the reported lot numbers indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were four other complaints for the reported issue. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. A sample was not returned and the lot information provided indicated the product was released to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. (B)(4).